Event description:
It was reported that 2 of the bd luer-lok¿ syringe sterile, single use were leaking around plunger while drawing up medication. The following information was provided by the initial reporter: 50cc syringes (2 total) leaking around plunger while drawing up medication.

Manufacturer narrative:
The following fields were updated due to additional information: d4: medical device lot #: 2126274. D4: medical device expiration date: 30-apr-2027. H4: device manufacture date: 06-may-2022. D10: device available for eval yes. D10: returned to manufacturer on: 18-jan-2023. It was reported syringes were leaking around plunger while drawing up medication. To aid in the investigation, two samples with a packaging blister top web were received for evaluation by our quality team. A visual inspection was performed and no defects or imperfections were observed. Each sample was then tested for leakage with a water pressure test per it21 and both samples passed. A device history record review was completed for provided material number 309653, lot 2126274. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. Based on the investigation and with the returned sample analysis the symptom reported by the customer could not be confirmed and a probable root cause could not be offered.

Event description:
It was reported that 2 of the bd luer-lok¿ syringe sterile, single use were leaking around plunger while drawing up medication. The following information was provided by the initial reporter: 50cc syringes (2 total) leaking around plunger while drawing up medication.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.